Event description:
A customer reported that while switching from infusion to air, there was no air which caused the pressure in the eye to decrease during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).